Event description:
It was reported that a child was being infused at home with heparin saline. The solution was prepared by the hosp and then stored in the refrigerator at the pt's home. The child's mother observed many bubbles in the downstream side of the device after one day from changing the device. The frequency of the infusions were three times a day. It was believed that air never went into the pt.